Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: eleven unopened samples of product code pdp467, lot mdm925 were returned for analysis. During the visual inspection of eleven unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture post-op was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent an unknown procedure on an unknown date and suture was used on the fascia in the abdomen. Post-op, during the next night, the stitch line was broken.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.